Manufacturer narrative:
A software analysis was initiated as part of the investigation into the reported issue. Analysis found that the described behavior was the intended functionality of the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an imprecision was observed. It was reported that after ok'ing the registration, the surgeon marked the incision point using guidance on the back of the head and upon burr holes being made, an imprecision was stated to be at the midline. It was reported that the first image showed to be on the midline, while the first surgical imaged showed the probe to be to the left of the midline. The suction in the image was noted to be in the midline. After removing the bone flap, it was reported that the probe was splitting the hemiparesis and the second navigation system images showed the imprecision to the right. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. It was noted that the error metric was estimated to be about three with a small and anterior yellow zone of accuracy.